Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set fell off from the adapter. The event occurred during use of the device for peritoneal dialysis therapy. The transfer set was changed; however, the adapter remained in use. There was no report of patient injury; the patient was given prophylactic antibiotics for the event. No additional information is available.